Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, biomechanical overload, mobility. Patient put in her partial denture after we had told her not to wear it. Overload, non-compliant patient. Same patient as (B)(6).